Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had the device removed in early 2019 as it felt like there was some kind of sand paper on the stimulator. The indications for use were spinal pain and chronic low back pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the discomfort was that it never did anything it had expected. The patient reported that no movement was done as steps to resolve the discomfort. The patient reported that the discomfort was resolved thanks to a pain pump. No further complications were reported.